Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Operative notes were provided and review by a clinical representative. However, the records do not include information that could lead to a possible cause for the reported event. Endoleaks are a known inherent risk of the procedure. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event.

Event description:
It was reported that approximately 20 months post-implant of a bifurcated device and a suprarenal aortic extension, the patient presented with a type iii endoleak between the aortic extension and bifurcated device. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.